Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma such as dissection. Furthermore, the gore® dryseal flex introducer sheath IFU states that careful evaluation of vessel size, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If the vessel is not adequate for access, vessel damage may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient may result.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of a thoracic aortic dissection using a 22fr gore® dryseal flex sheath as an accessory in the procedure. Access for the gore® dryseal flex sheath was gained from the patient's left femoral artery. It was reported that the thoracic aortic dissection was being treated with a conformable gore tag® thoracic (ctag) endoprosthesis. After the ctag device was successfully deployed, and the sheath was removed, an access vessel dissection of the patient's left external iliac artery was observed. According to the case report, the diameter of the left external iliac artery was 6.2 ¿ 7.0 mm. It was not reported if the guidewire or sheath dilator were in place prior to attempted removal of the gore® dryseal flex sheath. Resistance was not noted upon sheath removal. A cordis smart 8mmx8cm stent was used to treat the dissection. There were no further reported issues. The patient tolerated the procedure.